Event description:
It was reported that the patient presented for a follow up in clinic. The left ventricular (lv) lead was found to be dislodged from the coronary sinus due to the patient falling. The lv lead was explanted. The patient was stable.